Event description:
It was reported that during da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 2 moved automatically after endoscope orientation was changed. An error 23003 appeared. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to release the endoscope cable and marked the endoscope. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint. The issue was caused by the endoscope, and it may also be due to the universal surgical manipulator (usm) position being out of limit. The fse performed system verification and test drive, system was normal. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse tested the system but was unable to reproduce the reported problem. The fse's service visit did not reveal any issues related to the customer reported event.